Manufacturer narrative:
(B)(4) - coughing, nasal drainage.

Event description:
The room where the cidex opa-concentrate is used is reported to be well ventilated.

Manufacturer narrative:
Correction to product references (cidex opa-concentrate), duration of hcw symptoms, prescribed medication and the room ventilation. Correction to product reference was incorrect - it should be cidex opa-concentrate. Correction to duration of the healthcare workers symptoms is 22 weeks. Correction to catalog number - 20398 and description - cidex opa-concentrate. Asp investigation summary: the investigation included a review of the device history, trending by product line and health hazard analysis. The DHR (device history review) was not performed since the lot number is unknown. The service trending for six months prior to the alert date shows no similar issues with either evotech system at this account. Trending the code of "hru-respiratory reaction" for the cidex opa-c found no other complaints. The hhe (health hazard evaluation) risk index of 3 indicates the associated risk is none/negligible associated to cidex opa-c eye and respiratory irritation. The cidex opa concentrate (cidex opa-c) instructions for use (IFU) indicates that the product may be irritating to the eyes and respiratory system and provides warnings to users to avoid exposure to cidex opa-c vapors. End users have minimal direct contact with cidex opa-c solution as it is used only in the evotech system. Since the customer reports that their reprocessing room is well-ventilated, the hcw wears the recommended ppe, and there were no issues with the evotech system, there is currently no evidence to suggest that the reported symptoms were associated with the use of cidex opa-c solution. Therefore, the cause of the hcw symptoms reported in this complaint is unknown. No further action is required at this time. Asp will continue to monitor for trends.

Event description:
The customer reported that after exposure to cidex opa solution, a healthcare worker (hcw) experienced a respiratory infection, coughing, sore throat, chest tightness, and nasal drainage for a duration of 16 weeks. The hcw sought medical attention and was prescribed cortisone. The hcw was exposed to cidex opa solution intermittently throughout the day. The hcw was wearing gloves, a gown and goggles while in the processing room. Allergy testing has not been performed. No other chemicals were used in the room and it is unknown whether the room is well ventilated.